Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Device remains implanted.

Event description:
It was reported via the clinical database that the patient was admitted to the hospital on (B)(6) 2016 with black stools, shortness of breath and hgb of 6.6. She reported two days of black stools with resolved on (B)(6) 2016. Patient is not taking aspirin due to history of gi bleed, but is taking coumadin. On (B)(6) 2016 the patient received two units of packed red blood cells (prbc) and enteroscopy with was normal. Gi service suspects occult small bowel arteriovenous malformation as source of intermittent bleeding. Octreotide monthly injections to be arranged to be given monthly. Patient was discharged home on (B)(6) 2016. No additional information provided.